Event description:
It was reported that in the pt's room one week after the catheter was placed, a leak was found from the insertion site. The user decided to replace the catheter in place in the 5 month old male pt's right subclavian vein, however, strong resistance was met inside the distal tip. There was no report delay or death, however, the insertion site became swollen and the pt had a temperature as a result of this occurrence.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.